Event description:
Regarding the stryker painpump2, 400ml pain pump for continuous nerve block, lot 6240465484, ref 0575100000. We discovered that 2 pumps with the above lot number did not have the blue horseshoe shape plastic covering fully locked into place on the body of the unit. The covering could easily be further removed, exposing the bag, which contains the medication. Another unit with the same lot number was assembled properly.